Manufacturer narrative:
This report is submitted on march 4, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the electrode lead into the external auditory canal. The patient has been scheduled for reimplantation, however, this has not occurred as of the date of this report.